Event description:
It was reported that the pump suddenly shut off infusion during an infusion of diltiazem (5mg/hr, 125mg). There was patient involvement, but the outcome is unknown. Additional information was received by the customer through due diligence on 08apr2026. Customer biomedical engineer confirmed the pump shutting off during the infusion was due to an operator error.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the pump shutting off during the infusion was due to an operator error. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.